Event description:
It was reported that the left ventricular (lv) lead was not capturing consistently and that the patient was experiencing persistent diaphragmatic stimulation and phrenic nerve stimulation. Reprogramming was unsuccessful in resolving the inconsistent capture and stimulation. The lead was programmed off until it was replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).